Event description:
It was reported that the customer experienced high blood glucose levels due to the insulin pump not working. The blood glucose reading was in the 500 mg/dl range. The customer advised that no serious injury or hospitalization resulted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-98854.